Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intractable spasticity. It was reported that the pump was not working and the patient was in the emergency room. The pump had not been working for the prior seven hours and the critical alarm was going off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.